Manufacturer narrative:
Examination was not possible as no prod was returned. The investigation could not verify or identify any evidence of prod contribution to the reported problem. The initial report states that it is not suspected that the prod failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of mid flexioin instability, and patella clunking. The patella was noted to be loose.